Event description:
It was reported that the packaging on this product does not reflect the volume properly. It was stated as 5cc yet the catheter itself indicates 10ml. Per additional information received on 04mar2024, they had two units on hand when discovered. Product was discovered in the warehouse. There was no known patient occurrence.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the packaging on this product does not reflect the volume properly. It was stated as 5cc yet the catheter itself indicates 10ml. Per additional information received on 04mar2024; they had two units on hand when discovered. Product was discovered in the warehouse. There was no known patient occurrence.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the product was not mislabeled, and the investigation summary indicates that this event was not confirmed. The product itself was labeled correctly. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.